Event description:
During f/u on 7/25/00, an extended charge time was observed. The charge time did not improve with several attempts at manual capacitor maintenance. The pt was monitored for 1 month with no improvements in charge times. The ICD was explanted in 2000.